Manufacturer narrative:
The t:slim pump user guide states that the auto-off alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received.

Event description:
It was reported that the customer had received multiple occlusion alarms and had received an auto-off alarm while sleeping. The customer's blood glucose (bg) level was 247 mg/dl and a bolus via the pump was delivered to address the bg level. The customer changed the cartridge out and used a new box. Tandem technical support reviewed the auto-off feature with the customer. The customer extended the time on the auto-off alarm. Insulin delivery was resumed. The customer reported that no further occlusions had been received using the new cartridges.